Event description:
We experienced the following problem when we compounded two recent chemotherapy drugs using the onguard tevadaptor by b braun. We first, attached the tevadaptor to the drug vial. Then the chemotherapy drug - which was a solution was drawn up into a syringe. We observed white particles that were not present in the vial or the syringe prior to being drawn up. The particles looked as if they came from the adapter.